Event description:
It was reported that the patient was experiencing pain at the pocket site even if stimulation was off. Database analysis for ipg revealed no anomalies and appears to be working as expected. The physician did an injection at the pocket site. Additional information was received that the patient underwent an explant procedure. The explanted ipg will not be returned.

Event description:
A report was received that the patient was experiencing pain at the pocket site even if stimulation was off. Database analysis for ipg revealed no anomalies and appears to be working as expected. The physician did an injection at the pocket site.